Manufacturer narrative:
Block b3: approximated based on the date when lead mgration was confirmed with imaging. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6).

Event description:
It was reported that the right spinal cord stimulation (scs) lead that was placed for trigeminal nerve pain migrated and poked patients upper lip. Lead migration was confirmed with x-ray. The patient underwent a revision procedure, wherein the right lead was pulled back. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date when lead mgration was confirmed with imaging. Correction to initial emdr in blocks f10 and h6 additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7077685 UDI (B)(4).

Event description:
It was reported that the right spinal cord stimulation (scs) lead that was placed for trigeminal nerve pain migrated and poked patients upper lip. Lead migration was confirmed with x-ray. The patient underwent a revision procedure, wherein the right lead was pulled back. The patient was doing well postoperatively.